Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped delivering insulin. The customer stated that she did not recall the error message that came up. She stated that the issue was resolved in 5 seconds. She did not provide the blood glucose reading at the time of the event. Nothing further reported.